Event description:
It was reported that "the balloon did not inflate during use, although the balloon inflation was confirmed before use." After the removal, the customer attempted to inflate the balloon, and after a few times of attempts, the balloon inflated but deflated rapidly." No patient injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe, 3 three-way stopcocks, non-ew introducer, and contamination shield were returned for evaluation. The contamination shield was removed from the catheter for evaluation. Examination of the catheter found the inflation lumen was occluded with dried blood. After removal of the blood, the balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. A puncture was found on the catheter body at the proximal end of the thermal filament, near the thermal filament cover bond. While the balloon did inflate and did not appear to leak, dried blood was observed under the balloon latex. The catheter was submerged into warm water and the puncture site was massaged. Leakage from the puncture site was observed and the leakage was found to be coming from the inflation lumen. All through lumens were patent without any leakage or occlusion. Balloon inflation test was performed using returned syringe with 1.5cc air. Visual examinations were performed under microscope at 20x magnification and with unaided eye. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint was confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. The cause of the leakage at the inflation lumen could not be determined with any certainty; device handling may have contributed to the damage. No actions will be taken at this time.